Manufacturer narrative:
Result: damaged sensor coil cord.

Event description:
It was reported by service report that the head-end lift motor would not go down. No pt involvement or adverse consequences were reported.